Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a dislodged grip tang. The complaint regarding an unknown issue was confirmed by failure analysis. The probable root cause is attributed to damage from usage conditions including possible inadvertent collisions or drops.

Event description:
It was reported that the prograsp forceps instrument was going to be sent back to intuitive surgical, inc. (Isi) for an unknown issue. No further information was provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.